Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced interrupted charging and communication issues when attempting to charge the ipg. A replacement charger did not resolve the issue. After meeting with the patient, the sjm representative observed the ipg was loose in the pocket. Per the physician, although the ipg was able to be manipulated in the pocket, the physician did not feel the charging issues were attributed to the positioning of the ipg in the pocket. Surgical intervention will be taken to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg.